Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking from the cassette and forming condensation-like moisture on the right pump head of the cycler. There is no report of patient ill effect. There is no sample available for evaluation.